Event description:
When trying to discontinue the bladder catheter, the balloon would not deflate and the catheter could not be removed. A urologist removed the device by going in through the urethra with a stylette to deflate the balloon.